Manufacturer narrative:
No add'l info is available at this time.

Event description:
User was riding on and operating the scooter on the sidewalk, at which point the scooter, allegedly sped up, without warning, causing the user to lose control, leave the sidewalk, turn onto the street, which is a six inch drop-off, and causing the scooter to overturn. As a result of which, the user was allegedly thrown from the scooter onto the street causing her severe personal injuries. The user was hospitalized after the incident, and deceased at a later time. Cause of death is unknown to the manufacturer.